Manufacturer narrative:
No part or ventilator device logs has been returned for investigation, however the serial number and the date of manufacture confirm a turbine module failure. The cause of this turbine module issue has been determined. Previous investigation performed by our contract manufacturer concluded that the cause was related to a broken wire inside the turbine motor. This failure mode was traced back to turbine motors produced during mid 2020 and was caused by the high production rate due to the increased demand for ventilators for covid-19 treatment. The production process of the turbine has been revised to ensure that this will not happen again. The improved turbine has been implemented in the production line of new servo-air devices and as spare part. The servo-air device involved in this complaint was manufactured before the improved turbine was implemented.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
Correction of information previously provided in section ¿follow up report required?¿. Previous answer on ¿follow up report required?¿ was yes. Corrected ¿follow up report required?¿ no.

Event description:
It was reported that the ventilator generated a technical error code indicating a turbine module failure. There was no patient harm. Manufacturer's ref. #: (B)(4).